Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the pancreas, performed on (B)(6) 2019. According to the complainant, during the stent placement procedure, the delivery system was unable to deploy the stent. After trying to remove the delivery system from the patient, the push catheter twisted so that the stent was unable to be disconnected. After that, the stent was broken into two pieces. The broken pieces of stent were retrieved with the use of a snare and the procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.